Manufacturer narrative:
A siemens customer service engineer (cse) analyzed the advia automation system, including the software log files. It was determined that the operator did not follow instructions in the advia automation operator's guide (B)(4), and selected an inappropriate test type when configuring the system test list. According to linemaster version 4.10 software specification, the sample tubes were correctly routed to the unload tray. The software is performing per specification. No further evaluation of the device is required.

Event description:
The customer reported that two sample tubes placed on the advia workcell automation system were checked in and were not sent to the appropriate instruments for processing, as specified by the operator in workorder test requests for sid (B)(6). The sample tubes were routed to the unload (completed) tray, with no indication to the operator that an error had occurred. There are no known reports of operator and patient interventions or adverse health consequences due to the unexpected sample tube routing.